Event description:
The customer reported a ventilator a touchscreen was unresponsive during device set up. The customer reported that the device issue was discovered during device set-up. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed that the reported issue is intermittent. The rse advised the customer that they may need to replace the touchscreen and provided the part number. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. Further information is pending.

Manufacturer narrative:
The customer reported to have replaced the touchscreen. The reported issue was reported to have been resolved. No other anomalies were reported